Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the pt had experienced increased spasticity for the prior two months. On refill, a volume discrepancy was noted with more medication in the pump than was "interrogated." The pump was replaced during which time the health care professional (hcp) withdrew the medication from the old pump and found it to be about 6cc/ml in excess of what was expected. The expected amount was 10.7 ml and the actual amount was 16.5 ml. The pt recovered without sequela. The medication being delivered via the device was lioresal. A f/u report will be sent when additional info becomes available.